Event description:
A malfunction alarm with code malf 12 occurred with an insulin pump distributed by a.import.sk s.r.o. In slovakia. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared. No additional information was received regarding the outcome of the event.